Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient had ins for bladder frequency. Patient reported that they had a bladder infection that started a week ago. They further reported that during the night, they will get an urgency and not make it to the bathroom on time. Patient further explained that they met with their health care professional to address the urine infection and was prescribed an antibiotic 3 day pill. During troubleshooting, it was determined that the stimulation was on and patient was set at 0.2v, on program 1. Patient stimulation was increased to 0.5v and confirmed that they could feel stimulation comfortably. Patient was advised to monitor symptoms now that the change was made and will follow up with health care professional if it does not resolve. No further complications were noted or anticipated.